Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump completely powered down while she was programming a bolus. She changed the battery in hopes that the issue would be resolved but the blank display persisted. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline (B)(6) battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new (B)(6) alkaline battery was inserted again but the display did not return. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a broken belt clip slot.